Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incorrect product was received causing a surgery delay of over 30 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated. Upon visual inspection the hip mold has been damaged. The part number is incorrect, but it is within tolerance of a different part number. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to manufacturing deficiency. Corrective and preventative action has been generated for further investigation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.